Event description:
During a thrombectomy procedure two retrievers were used in the occluded left internal carotid artery. Subsequently only one retriever was used in the occluded left middle cerebral artery (mca) m2 segment. It was reported that after thrombus removal from the mca m2 segment, ¿emigration of contrast media¿ was observed. No treatment was administered in response to the observation. The patient died due to worsen of the presenting brain infarct. The physician stated that the patient¿s cause of death was due to the infarct. No additional information is available.

Event description:
During a thrombectomy procedure two retrievers were used in the occluded left internal carotid artery. Subsequently only one retriever was used in the occluded left middle cerebral artery (mca) m2 segment. It was reported that after thrombus removal from the mca m2 segment, ¿imigration of contrast media¿ was observed. No treatment was administered in response to the observation. The patient died due to worsening of the presenting brain infarct. The physician stated that the patient¿s cause of death was due to the infarct. No additional information is available.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and patient outcome of death are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
The subject device is not available.